Manufacturer narrative:
Model number/catalog number: 72400024, serial number: null, batch/lot number: 1000132611, model/catalog, description: balloon fgs 61-70 cm

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the full system was replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced fluid loss due to a hole identified on the pillow side of the cuff. The patient did not experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 72400024 serial number: null batch/lot number: 1000132611, model/catalog description: balloon fgs 61-70 cm, model number/catalog number 72404127 serial number null batch/lot number 1000134904, model/catalog description control pump fgs iz. Product investigation completed. The ams800 control pump was visually, and microscopically tested. No leak was determined. The pump was not functionally tested due to the cuff leak. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis of the control pump revealed no damage. Based on the results of this investigation, no escalation is necessary. Product investigation completed. The occlusive cuff was visually, microscopically, and functionally tested. Microscopic examination of the device revealed that there is a cuff tear. The tear was located near the fold. Fluid loss was confirmed because of the tear. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for a tear and a leak. The ams800 balloon was visually, and microscopically tested. No leak was determined, and the balloon passed specifications at 63.8cmh2o. It is rated at 61-70 cmh2o. Inspection of the remainder of the device revealed no other damage or irregularities. The ams800 control pump was visually, and microscopically tested. No leak was determined. The pump was not functionally tested due to the cuff leak. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis of the control pump revealed no damage. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the full system was replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced fluid loss due to a hole identified on the pillow side of the cuff. The patient did not experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided. Product investigation completed. The occlusive cuff was visually, microscopically, and functionally tested. Microscopic examination of the device revealed that there is a cuff tear. The tear was located near the fold. Fluid loss was confirmed because of the tear. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for a tear and a leak. The ams800 balloon was visually, and microscopically tested. No leak was determined, and the balloon passed specifications at 63.8cmh2o. It is rated at 61-70 cmh2o. Inspection of the remainder of the device revealed no other damage or irregularities. The ams800 control pump was visually, and microscopically tested. No leak was determined. The pump was not functionally tested due to the cuff leak. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis of the control pump revealed no damage. No more information available at the moment. Should pertinent additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 72400024 serial number: null batch/lot number: 1000132611 model/catalog description: balloon fgs 61-70 cm. Model number/catalog number 72404127 serial number null batch/lot number 1000134904 model/catalog description control pump fgs iz. H2, h3, h6, h10 updated.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the full system was replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced fluid loss due to a hole identified on the pillow side of the cuff. The patient did not experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.